Event description:
Boston scientific received information that the programmer's touch screen was unresponsive. This programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. The touchscreen was dented, did not respond correctly and so it was replaced. The inverter cover was melted as a result of overheating and was then replaced. This programmer passed all incoming function tests thereafter.